Event description:
Procedure type: roux-en-y. According to the reporter: during the case, while using the stapler the gauze was caught accidentally, so the jaws would not open. Additional resection of tissue was done to remove it. Additional manual suturing was done too. There was no additional bleeding and nothing fell into the pt cavity. Operative time was not extended more than 30 minutes. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).